Manufacturer narrative:
(B)(4). The rt205 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt205 inspiratory heated breathing circuit was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected and pressure tested to specification to identify the reported leak. The breathing circuit was subsequently submerged in a water bath to locate the source of the leak. Results: the pressure test revealed that the returned breathing circuit exhibited leak and was out of specification. The water bath test identified the source of the leak to be the connection between the lid and bowl of the water trap. A lot check revealed no other complaints of this nature for lot 121206. Conclusion: the breathing circuit water trap consists of a bowl and a lid, which can be separated to allow the caregiver to empty the water trap. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed after the breathing circuit was released for distribution possibly during transport, storage or by distortion of the water trap when the bowl was connected. Our user instructions that accompany the rt205 adult inspiratory heated breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate alarms."

Event description:
A hospital in (B)(6) reported via our distributor that an rt205 adult breathing circuit failed the leak test on a servo ventilator. They further reported a leak from the water trap. This was found prior to patient use.